Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported difficulty in removing the stylet. There was no patient harm.

Manufacturer narrative:
One unused sample was received for evaluation. After performing visual inspection, 10ml of water was inserted into the tube to activate the hydromer coating. After the water activated the hydromer coating the stylet was able to be removed from the tube. The reported failure was not confirmed. The DHR (device history record) file was reviewed indicating that the product was released meeting all quality standard requirements. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.